Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis found normal device characteristics.

Event description:
It was reported attempts to implant the lead were unsuccessful. The lead was not used and replaced.